Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage."

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00212.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced chronic pelvic pain, vaginal pain, dyspareunia, fecal incontinence, weakened bladder control, discomfort, pain, emotional changes, anxiety/depression, nodules in the urethral rectal area, frequent bathroom breaks, harder time walking, decreased physical activity, constipation, diarrhea, hypertension, urinary incontinence, abnormal amount of time for wounds to heal, collection in the pelvis, possible hematoma or seroma, left renal simple cyst, rectal, vaginal pain, urinary tract infection, fever, chills, buttocks pain/lumps, limited bowl movements, discomfort/pain with urination (dysuria), tenderness, knot/fluid collection, increased white count, blood in urine (hematuria), abdominal pain, blood loss, low red blood cell, hemoglobin, hematocrit, weight gain, weakness, per-rectal pain, abdominal tenderness, required nonsurgical and additional surgical interventions.